Event description:
The customer reported the male luer on the codan secondary set broke off inside of the smartsite valve upon disconnection. There was no report of pt harm or med intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
MFR's report date: 06/27/2014. (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation. This product is distributed by (B)(4) and manufactured by codan.